Event description:
It was reported that a surgical procedure was performed to remove a suture around the catheter where it met the pump. No flow had been seen during a diagnostic fluoroscopy test. It was reported that the event was resolved without sequela. About two weeks later, it was reported that the catheter had been occluded by the suture, though no catheter replacement was necessary as a result of this event. The drug used in this system was infumorph.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2006. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).